Event description:
An olympus sales representative reported that during a procedure, a needle broke during first puncture. The needle tip was extracted without consequence to the patient. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation to confirm the customer's complaint. Even though the initial event couldn't be confirmed, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A review of the device history record could not be performed because the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor the field performance of this device.